Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for an expiration issue reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc trek information for use states: note the use by date specified on the package.

Event description:
It was reported that the 3.0x6 mm nc trek balloon catheter was used successfully for the procedure for treatment of the circumflex. After the procedure the cath lab staff discovered that the balloon had been used after the expiration date. No adverse patient effects and no clinically significant delay in the procedure were reported. No additional information was provided.